Event description:
Spontaneous call from patient reporting that the back door covering batteries of her legacy pump is cracked. Sn (B)(4), maintenance 12/07/2019. Will replace. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medication intervention provided? No. Reported to (B)(6) by: patient/caregiver.